Event description:
It was reported that the patient presented to the clinic after receiving therapy. Upon interrogation, low hv lead impedance was observed. During device change out, externalized conductors were observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.8-13.7cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was found under the svc shock coil at 17.8-1 8.2cm from the distal tip. One of the rv conductors and the svc shock coil were partially melted in this region. This damage is consistent with the observation from the field of low lead impedance.